Manufacturer narrative:
Additional information: h6 - component code. D9: 29-jan-2024. H6 - evaluation codes: updated. Device evaluation: one used unit was returned for investigation. Functional testing including air leak, vacuum test, and water leak tests were performed. The device passed all testing. Visual inspection of the electrical board found the solder application did not completely cover one wire. Complaint is not confirmed for the failure mode reported. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Awareness for failure was given to personnel who perform the assembly process.

Event description:
It was reported that there was no data being displayed. Replaced a new set, and the data can be read normally. There was patient involvement, but no harm/adverse event was reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.